Event description:
The manufacturer received information alleging a ventilator was not charging its battery to full capacity. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set less than 100%. The device was recalibrated to address the issue. During the evaluation of the device at the manufacturer's service center, the device's ac inlet was found to be damaged. The device's ac inlet was replaced to address the issue.